Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this pacemaker was alleged to be exhibiting excessive power consumption. Data analysis was performed and boston scientific technical services confirmed the excessive power consumption, possibly related to the radiofrequency telemetry and recommended device replacement for this anomaly. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.